Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away from a myocardial infarction. The patient's blood glucose was not known. It is unknown whether or not the customer was wearing the insulin pump at the time of his passing. The family of the customer could not be contacted, as the phone was not answered and the phone mailbox was reportedly not accepting messages. Nothing further was reported.